Event description:
A medtronic rep reported that the data network communication between treon and o-arm was not established. The surgeon had to reschedule surgery. The reported event caused the pt to have two general anesthesias without any surgery.

Manufacturer narrative:
The system was evaluated at the site. The device malfunction was confirmed to be caused by a loose network cable on the treon and directly related to the reported event. The cable was secured and the hospital staff were trained to correct the issue should the incident reoccur. The system was fully functional and the system checkout showed no anomalies.